Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) the catheter could not be advanced and had split from the needle. The following information was provided by the initial reporter: material no: 381412 batch no: 1236824. It was reported unable to advance the catheter at insertion, the tip was found to have split off the needle into a "y." Date of event- 02/06/2022.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 20 january, 2022. Medwatch report #mw5106940.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) the catheter could not be advanced and had split from the needle. The following information was provided by the initial reporter: material no: 381412, batch no: 1236824. It was reported unable to advance the catheter at insertion, the tip was found to have split off the needle into a "y" date of event: (B)(6) 2022.